Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle 23g 1-1/4in tw had a white substance stuck to the needle.

Event description:
It was reported that a needle 23g 1-1/4in tw had a white substance stuck to the needle.

Manufacturer narrative:
Investigation summary: one photo was returned for evaluation. White substance was observed on the needle hub and cannula from the returned photo. It is possible that the white substance could be epoxy. No DHR was performed as the batch number is unknown. The manufacturing process was reviewed. This may have occurred when the production technician had missed out to clear the effected rack. Future control is to update of ojt for the assembly line troubleshooting for excessive epoxy to remove the first rack whenever there is a restart after cannulation station stoppage. There was no quality notification raised for similar non-conformance for the past one year. No sample was returned for investigation to confirm the non-conformance.